Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on printed circuit board was locked properly during visual inspection. Insulin pump passed the leak test. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive and was hospitalized due to high blood glucose. No significant events leading to keypad anomaly were observed. Customer confirmed that the insulin pump was not exposed to a change in altitude and that the time is advancing. The customer reported that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 300 mg/dl. Customer reported that his blood glucose was running high and the insulin pump buttons were unresponsive. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. Customer declined high blood glucose troubleshooting. Customer the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.